Manufacturer narrative:
This report is being supplemented to provide additional information based on the lm (legal manufacturer's) final investigation. The device was returned to the lm and evaluated. Based on the results of the investigation, it is likely that the event occurred due to chemical stress from a chemical used at reprocessing and procedures, causing lower performance from deterioration by age, then physical stress was applied from wiping. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited peeling of the adhesive at the tip nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use (IFU): inspection method for the suggested event in the operation manual for evis lucera jf/tjf type 260v ¿chapter 3 preparation and inspection section 3.2 inspection of the endoscope". Olympus will continue to monitor field performance for this device.